Manufacturer narrative:
Patient ID, age or dob, sex ,weight, ethnicity, race: there was no patient involvement. PMA/510k: the heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the device tripped the mains power in the operating theater when powered on. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t short circuit occurred during start up of device. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2017. No service activity has been scheduled yet for this device. However, based on investigation results of previous similar cases, the reported issue can be due to: short circuit of the cooling compressor; damage in the mains cable; short circuit of heating elements. If service activity will be performed on this device or any additional information is received, a follow up on final report will be submitted.

Event description:
See initial report.